Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated they inserted a sensor into the abdomen on (B)(6) 2019. On (B)(6) 2019, they experienced bleeding at the insertion site. The patient was evaluated in the emergency department, received an unspecified injection and the area was closed with liquid sutures. At the time of contact, the patient was in stable condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.